Event description:
Pt was taken to operating room to remove a right femoral tesio catheter that had been placed approx 2 months earlier. Catheter was being removed because pt had successfully undergone dialysis the day before through his av graft in the left arm and he wanted the catheter removed.